Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "wires broken on hook". The instrument was found to have the monopolar instrument conductor wire broken at the weld. The conductor wire was subsequently found dislodged from the monopolar yaw pulley. Thermal damage was observed at the weld location and the instrument failed the electrical continuity test. Additional information not reported by site: the ear of the distal clevis was cut to inspect the arcing. Upon investigation, the monopolar yaw pulley and the distal clevis both exhibited localized melting/arcing damage due to the conductor wire breakage at the weld. The conductor wire cap was not returned with the instrument. A review of the instrument log for the permanent cautery hook (part # 420183/ lot # n10180404 551) associated with this event has been performed. Per logs, the permanent cautery hook was last used on (B)(6) 2019 on system (B)(4), with 2 lives remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because the instrument had conductor wire damage and subsequent thermal damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the wires were broken on the hook. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter indicated that the instrument was brought to the sterilizing department with the broken wires. No further details could be provided.